Event description:
It was reported that the pump showed a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair with the complaint of ¿cassette not attached error.¿ event log matches with reported complaint. Device has not previously been in for repair. Confirmed complaint with functional testing. After replacing the downstream occlusion (dso) sensor, the device was still having a cassette error. Replaced printed wiring board (pwa) board. After repair, device passed outgoing verification testing.